Event description:
The customer reported that the patient had post-operative bleeding from the mesenterial stub five days after a laparoscopic deep anterior rectum resection. The patient required a second operation eight days later due to oncological reason. No transfusion was needed for the patient. Additional questions have been asked to the site contact in regard to the device and incident. The site has indicated that the device was discarded after the original procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015.

Event description:
Additional information received stated that the second procedure performed was a hartmann procedure. The patient's bleeding was identified by peranal blood by rupture of anastomosis. The patient has recovered and is now receiving chemotherapy for their cancer treatment.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.